Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced a pericardial effusion and had pericarditis. Three days after a pulse field ablation (pfa) procedure using a farawave catheter the patient had a pericardial effusion revealed by echocardiogram. Post-ablation imaging using an intracardiac echocardiography (ice) catheter at the end of the procedure showed no effusion present. The patient was hospitalized but no medical intervention took place, only two limited echocardiograms. It was noted that the patient only had pericarditis and that there was no mechanical trauma from the catheter. The patient's condition is well. The device is not expected to be returned for analysis due to disposal.